Event description:
During an implant procedure, the doctor reported difficulty steering the lead in the epidural space. It was noted upon removal that the lead was bent and stylet was difficult to remove. The lead and stylet were replaced due to the concern of lead damage. It was noted that the needle insertion angle was approximately 30 degrees and the lead initially steered well prior to trying to steer laterally. The reported issue was noted to add 2 minutes of surgery time.